Event description:
It was reported that a patient underwent a left total hip arthroplasty procedure on (B)(6) 2013 and topical skin adhesive was used on the five inch incision. The patient reported red bumps and pustules, no drainage, surrounding the incision on (B)(6) 2013. Topical cortisone was used to address the reaction.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.